Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle units in the gas modules were replaced. The nozzle units were disposed of and not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event of failed pressure transducer test during pre-use check. There are no technical error codes that indicate any technical issues with the ventilator. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported failed pressure transducer test has not been determined, but the nozzle units were most likely contributing to the event.

Event description:
Manufacturer's ref #: 271360.